Event description:
It was reported that during an acl arthroscopy, a tunnel was created using a 7mm drill, based on measurements. After successfully suture snaring, flipping the button, it was observed that the entrance of the femoral tunnel was not completely filled with tendons. Subsequently, the biosure screw was used to squeeze and fix the filling. However, the biosure screw that was driven continuously shattered. All the broken pieces were removed from the patient with tweezers. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The device was returned with the distal end fractured away from the body of the device. There is biological debris on the returned device. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.